Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider indicated that in regards to the catheter discontinuity and pump leak no cause was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8703w, serial # (B)(4), implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2015. Medical history was quadriplegic cerebral palsy. It was reported the pump was malfunctioning. It was unknown what was occurring with the pump. The patient lived in a group home and the patient¿s mother had not heard back from the healthcare provider. The pump was "emptying sooner than it should" and "leaking" and also that it was "puffy" above the pump last summer. The patient had lost 3.5 pounds the previous month and was now (B)(6). The group home believed it may be due to the pump. The patient was taking oral baclofen. The plan was to replace the pump. Per the healthcare provider, the patient stopped getting benefit approximately (B)(6) 2015. The hcp clarified that it was ¿not leaving faster than expected,¿ and there was no volume discrepancy. Troubleshooting was basic interrogation, x-rays and computed tomography. There was a catheter discontinuity. The patient was waiting to be seen at the pain center for a revision. The cause of the event, interventions, concentration, dose, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report.